Event description:
A malfunction alarm was reported while the pump was in use. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with assistance from technical support, but the cartridge alarm persisted. Consequently, technical support decided to replace the pump.